Event description:
Pt with a diagnosis of respiratory distress/asthma noted to be desaturating while on wall oxygen. Saturations improved on portable oxygen source. Analysis of wall port labeled "oxygen" was delivering compressed air. The medical air and oxygen outlets installed in the hosp consist of several plates, screws, tabs, etc. Which are interchangeable in assembly. The only difference between the two systems at the outlet are: 1. The plastic tabs which are keyed to the two types of regulators (medical air and oxygen). They have different cutouts and are different colors (green for o2, black for air). 2. The metal mounting plate has a label that says either "oxygen" or "air." The background under the lettering is color coded. 3. There is a sticker on the pipe behind the gas socket in the wall which says "oxygen" or "air" and is color coded. If two outlets are disassembled at the same time it is entirely possible to reassemble the outlets backwards unless the technician is paying attention to the banded label on the pipe behind the gas socket. The unit co inspected had the banded label covered with dust and would be possible to overlook unless the technician knew that the band was there.